Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "during that procedure the surgeon ruptured one of the implants and hence the replacement of just one implant." This is for the right side device. The device has been explanted.